Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, could not be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion with mild calcification, mild tortuosity, and 95% stenosis in the left anterior descending (lad) artery. Pre-dilatation was performed with a 2.75 x 12mm trek and 3.0 x 12mm trek balloon dilatation catheter (bdc). A 3.5 x 48mm xience xpedition stent delivery system (sds) was deployed to the target lesion at 10 atmospheres. Post-dilatation was performed with nc trek bdc at 16 atmospheres; however, a distal edge dissection was observed. A 3.0 x 12mm xience xpedition stent was implanted to treat the dissection. There were no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.